Event description:
Procedure: radiofrequency ablation. Reportedly, during ablation, water leaked from the root of needle. The or team opened another needle, it worked properly. There was no report of patient impact or injury.